Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, a cracked case at a display window corner and a missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed during rewind and it is stuck in the p[rime sequence. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was over 200 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.